Event description:
Per the health care professional, the pt is immuno-suppressed. Several months after implant surgery, the pt developed an infection in the skin flap. Staph was cultured. The pt was treated with intravenous antibiotics. The device began to extrude and was explanted.